Event description:
It was reported that the buttons of the customer's insulin pump were unresponsive following a battery change. His or her blood glucose was 5mmol/l at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic, inc.